Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: known, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device. It was reported that the patient stated that they have not used the patient therapy manager (ptm) and when they were trying to connect, they are getting no pump found message. Agent walked the patient through connecting to the ptm. Patient mentioned that they were stuck at the connecting screen. Agent assisted the patient on deleting the data within the settings. Patient tried connecting again to the ptm and confirmed seeing patient bolus was disabled. Agent reviewed information to the patient. Patient mentioned that their company representative (rep) asked them to call technical services to know if the pump was working as intended. Agent tried reviewing the message again and redirected back to their managing healthcare provider (hcp) and rep for further information.